Event description:
This spontaneous report was received on (B)(6) 2010, from a (B)(6) female consumer reporting on self from the united states. The consumer had penicillin allergy. The concomitant medications were not reported. On an unspecified date, the consumer started using o.b tampons procomfort super, vaginally for menstruation (lot number: 0980m7913, expiration date and frequency unspecified). After an unspecified duration, she stated that the cover came off while trying to take tampon out and it left inside. She also stated that the tampon does not absorb well. After an unspecified duration, the device was discontinued and the event resolved. This report was assessed as non-serious event. The company causality was assessed possible. Sample received contained 1 package of o.b pro-comfort super tampons 40s'; lot #: 0980m7913, 1 sealed o.b pro-comfort super tampon and 1 non sealed o.b super tampon. The sample contained also a piece of plastic wrapper with the design of o.b super pro-comfort. The returned sealed tampon was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. The non sealed tampon was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. This tampon was not a procomfort tampon, since it had the non-woven cover. The device history record revealed no issues or nonconformance with the product or process related to this complaint. The retain sample was visually inspected and no nonconformance or manufacturing defects were observed related to this complaint. Updated product family and lot trends reports. Based on the investigation results, no assignable cause was identified for the absorption issues. A review of the data associated with these complaint categories revealed no adverse trends and no trend involving this lot number. Complaint trends will continue to be monitored. Based on the investigation results, no assignable cause was identified. This report was considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless additional significant information is received.